Event description:
Pt presented at hosp ER approximately 24 hours after pump refill, semi-comatose with fever. Pt was checked for uti, with few wbc's found. A lumbar puncture was performed revealing the presence of pus, and the pt was diagnosed with meningitis. Device was explanted, and pt responded to antibiotic therapy with no further complications.